Manufacturer narrative:
As the power was restored on the device and the procedure was continued and completed, this device is not expected to be returned at this time. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The following field did not contain completed information due to maximum character limits: concomitant medical products: cv-290: 7210535, clv-290: 7200104, oev261h: 7247128, wm-np2: 21211400.

Event description:
The customer reported to olympus that while using the high-definition lcd monitor, the device lost power. The issue occurred during the diagnostic procedure (colonoscopy). The power was eventually restored, there was a 5-minute delay, and the procedure was completed with the same set of equipment. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was not returned for evaluation, as a result the root cause of the power issue was unable to be identified. Olympus will continue to monitor field performance for this device.